Event description:
Hill-rom received a report from the account stting the nurse call would not work. The bed was located in the ob department at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill rom technical support suggested checking pins on the side communication board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.